Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator device. A dreamstation CPAP pro device was returned to a third-party service center with no alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the service technician also noted unrelated error codes which are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or cause the reported event. The device was scrapped by the service center after the evaluation was completed.